Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte closed luer access device leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: general surgery, there are cracks on the side of the joint.

Event description:
It was reported that q-syte closed luer access device leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: general surgery, there are cracks on the side of the joint.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0171912. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.